Event description:
Customer reports the clinitek atlas instrument gave a negative leukocyte result on a urine sample which upon microscopic examination was (B)(6).

Manufacturer narrative:
No results were reported to a physician. The technician questioned the negative results and performed the microscopic exam which revealed leukocytes in the sample. The field service engineer examined the instrument and discovered deteriorated optical components. Optic fibers were replaced. Quality control testing was performed on the system after repairs. The system passed all qc testing.